Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by mi. During the index procedure one endeavor sprint des and one non-medtronic stent were implanted in the rca. Approximately 39 months post procedure patient suffered old inferior target vessel (rca) myocardial infarction. Investigator assessed the event as related to the index device and anti-platelet medication. Patient is recovered with treatment.